Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
Patient called and stated prior to her bilateral knee surgeries she could hear her knees "cracking" patient is now saying that she hears her implants making a "cracking" noise. Patient also stated in (B)(6) 2010 "surgeon put in patella's". Patient has tendinitis.

Manufacturer narrative:
An event regarding pain involving a x3 triathlon insert cr#2 11mm was reported. The event was confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. A review of the provided records by a clinical consultant indicated there is no evidence that this patient¿s chronic bilateral knee pain is due to factors of faulty prosthetic design, manufacturing, or materials. Also it was noted that the last documented diagnosis of (B)(6) 2013 was bilateral patellar tendinitis and x-rays on that date demonstrated no prosthetic component related abnormalities. The reported event noted patient hears ¿cracking¿ noise but medical records provided to clinical consultant only noted pain leading to resurfacing of patella was experienced by the patient. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Patient called and stated prior to her bilateral knee surgeries she could hear her knees "cracking" patient is now saying that she hears her implants making a "cracking" noise. Patient also stated in november 2010 "surgeon put in patella's." Patient has tendinitis.